Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. Additional suspect medical device components involved in the event: model#: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm model#: sc-4316 lot #: 16067311 description: next generation anchor kit-sterile model#: sc-3400-30 serial #: (B)(4) description: infinion splitter 2x8 kit (30 cm) the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient¿s surgery was cancelled and had not been explanted. No further course of action will be taken at this time.

Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient will undergo an explant procedure.